Event description:
A perceval pvs21 was implanted in a patient with a small, heavily calcified aortic annulus. The surgeon remarked prior to the surgery that the valve might be too large for the patient. After completely decalcifying the annulus and implanting the valve under the direction of a proctoring surgeon, the patient was weaned from bypass but had sustained, uncontrollable arrhythmia with low systemic pressure and supra-systemic pulmonary artery pressure. It was further specified that upon removing the cross-clamp the predominant rhythm was ventricular fibrillation, and that once converted the patient was in av block. Bypass was re-initiated, and upon reintervention the perceval valve was found to have buckled at the inflow ring. The valve was removed and an aortic root enlargement was performed, following which a 19 mm magnaease valve was then implanted. As such, the delay in procedure was significant, although the specific duration was not reported. The patient ultimately did well and was discharged.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. A the valve was discarded by the site, no device investigation could be performed. However, given that a root enlargement was performed prior to implanting the magna ease valve, and given the relative sizes of the magna ease 19 mm and the perceval pvs21 valve, the event can reasonably be attributed to mis-sizing. This is consistent with the surgeon's pre-operative remark that the valve may have been too large for the patient.

Manufacturer narrative:
Device discarded by hospital.

Event description:
A perceval pvs21 was implanted in a patient with a small, heavily calcified aortic annulus. The surgeon remarked prior to the surgery that the valve might be too large for the patient. After implanting the valve under the direction of a proctoring surgeon, the patient was weaned from bypass but had sustained uncontrollable arrhythmia with low systemic pressure and supra-systemic pulmonary artery pressure. Bypass was reinitiated, and upon reintervention the perceval valve was found to have buckled at the inflow ring. The valve was removed and an aortic root enlargement was performed. A 19 mm magna ease valve was then implanted.